Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n348 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot n348 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The kit was not returned. Review of the customer provided photographs confirmed the drive tube is damaged near the upper bearing stop. Blood splatter is present on the wall of the centrifuge chamber. The drive tube is slightly twisted between the upper and lower bearing stops. A known cause of the damaged drive tube is when the drive tube is not rotating freely. A material trace of the drive tube assembly and its components used to build lot n348 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The complaint kit was not available for evaluation; therefore, the root cause of the damaged drive tube could not be determined based on the available information. No further action is required at this time. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube leaked during the treatment after 798 ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.